Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient experienced infusion set was leaking at insertion site resulting in high blood glucose which was managed with manual bolus on (B)(6) 2026 and the set had been in use for one day.